Event description:
It was reported that an alert was received for non-sustained lead noise due to post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).